Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Review of the event history log showed occurrences of "system fault 41626" and "system fault 45630." The reported issue was duplicated during functional testing. The investigation determined that fluid ingression was the cause of the reported issue. The motor and lcd were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information was received indicating that the reported event occurred during testing; there was no patient injury.